Event description:
The hcp reported that the patient underwent a catheter revision for a dislodge catheter. Onset of reported event "2-3 months ago". The patient was experiencing increased spasticity. The patient recovered without sequela.